Event description:
During cardiac cath, attempted to inflate balloon and balloon would not inflate. Upon removal of the stent catheter, the catheter was found to be broken midway on the shaft. Balloon and stent removed intact. No adverse effects noted to patient during or after procedure.